Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: a2.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis (characterized by abdominal pain), which warranted antibiotic therapy. The source of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Per the pdrn, the liberty select cycler cannot be ruled out given the pd catheter (not a fresenius product) was found in the proper position. However, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Klebsiella pneumoniae is considered normal intestinal flora in humans. Based on the information available and the patient¿s continued use of the device; the liberty select cycler and liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius device or product deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient with on continuous cyclic peritoneal dialysis (ccpd) for renal replacement experienced peritonitis. The patient reported that the cycler had alarmed patient line is blocked and they had underwent a kidney/ureter/bladder x-ray (date not provided) and was having surgery. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient¿s pd catheter (not a fresenius product) was evaluated by the surgeon on (B)(6) 2020; however, no intervention was performed. The pd catheter was found to be in the proper position and functioned appropriately when accessed by the doctor. On (B)(6) 2020, the patient presented to the outpatient dialysis clinic with abdominal pain, and a peritoneal effluent fluid culture and cell count was obtained. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin and gentamycin (dosages, frequency, duration not provided). The cultures returned positive on (B)(6) 2020 for klebsiella pneumoniae and the cell count showed an elevated white blood cell (wbc) count (value not provided). The patient is continuing the ip antibiotic therapy and is recovering from the events. The patient¿s pdrn stated the cause of the peritonitis is unknown, and they feel the liberty select cycler (no specific allegation against product/device) cannot be ruled out given the pd catheter was found in the proper position. However, the patient continues to utilize the same liberty select cycler as before the events occurred.